Event description:
Reportedly, the device malfunctioned resulting in the ends of the device scissoring. This condition resulted in unexpected trauma to the application site rather than placing a clip as expected. Another unit was opened and the case was completed. Procedure type: lap. Cholecystectomy. Patient sex: female.